Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed. Wear abrasion observed. Yellow particles inside of the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.